Event description:
It was reported that during an implantable pulse generator replacement procedure, the surgeon attempted numerous times to reseat the lead into the implantable pulse generator. After selecting the ¿check connections¿ function with the first implantable pulse generator, the entire 8¿15 portion of the lead was indicated as not connected. As part of troubleshooting, a second implantable pulse generator was tried and implanted, and ¿check connections¿ still indicated most connections out on the 8¿15 portion of the lead, with only two contacts shown as connected. The issue was reported as ongoing and not resolved. No injury was reported. Additional information was received from the manufacturer representative (rep). It was reported that the ins was replaced as it was coming up on end of life. No actions/interventions will be taken to resolve the issue. The issue has not yet been resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot # (B)(6), ubd: 10-may-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.